Event description:
Allegedly removed during the revision of another component. Poor cup alignment suspected.

Manufacturer narrative:
Conclusion: user error contributed to event. Other: misapplication/misuse of device.

Manufacturer narrative:
Per FDA, reopened file as a user error in order to report as part of a retrospective review of ceramic heads. This is the same event as 1043534-2012-01166, 01167, 01168, 01170, 01171.